Event description:
During an implant procedure, there was high pacing impedance noted on the right ventricular (rv) lead. The rv lead was first repositioned, but the impedance value increased. The rv lead was later explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.